Manufacturer narrative:
(B)(4) .device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A 4.0x150 75cm mustang¿ balloon catheter was advanced for dilation. However, on the second inflation at 10 atmospheres, for 30 seconds, the balloon ruptured. The procedure was completed with a non-bsc balloon. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.